Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 110 compared to the labs 160 mg/dl. Tests were done 11-20 minutes apart. Patient did not experience any adverse events. No further information has been reported.